Event description:
A peritoneal dialysis nurse (pdrn) reported a patient was treated for peritonitis attributed to a hole in her fresenius catheter extension. The patient was treated with fortaz, ancef, and was switched to vancomycin. The pdrn stated on (B)(6) 2015 that the patient is cleared of the peritonitis infection.

Manufacturer narrative:
Medical records have been requested, but not received by the manufacturer at this time. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. A supplemental report will be submitted upon completion of the plant's investigation.